Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause: mlc-58-user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test.

Event description:
Consumer reported complaint for high blood glucose results. The customer is concerned with the result of 227mg/dl. The expected fasting blood glucose test result range is 100 to 140mg/dl. The customer did not report symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is stored by customer according to specification. During the call on (B)(6) 2017, a back to back blood test was performed fasting by the customer and produced test results of 147 and 140mg/dl using true metrix meter. The test strip lot manufacturer's expiration date is 09/30/2017 and open vial date is 08/07/2017. The meter memory was reviewed for previous test result history: 201mg/dl, (B)(6) 2017, 02:21 pm, fasting: yes; 187mg/dl, (B)(6) 2017, 01:08 pm, fasting: yes; 215mg/dl, (B)(6) 2017, 12:59 pm, fasting: yes; 227mg/dl, (B)(6) 2017, 12:150 pm, fasting: yes.